Event description:
The user facility reported that the blood cardioplegia port was broken and discovered during priming. The oxygenator was changed out for a new one prior to the start of the procedure and there was no patient involvement.

Manufacturer narrative:
(B)(4) - results - based upon evaluation of user facility information only; based upon evaluation of undamaged sections of the returned sample & reserve sample. Conclusions - based upon evaluation of user facility information only; based upon evaluation of undamaged sections of the returned sample & reserve sample. The actual sample was returned and evaluated. Visual inspection confirmed the blood cardioplegia port (bcp) was fractured at the end of the distal edge of the thread. The separated piece was found inside the tube attached to the bcp port. Magnified inspection of the fractured cross-sections found the generation of a radial pattern and the surface of the starting point of the fracture was smooth. Polarization scope, magnifying inspection and electron microscopy results confirmed that there was no pre-existing anomaly that could have contributed to the generation of the fracture. Testing of the returned sample bcp in undamaged areas confirmed the wall thickness was uniform and the sample met specifications. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported fracture was related to a preexisting device defect or malfunction. The device labeling states in the instructions-for-use, "caution: do not use if the package is damaged (e.g. Cracked) or any of the port caps are off." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).